Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a lcd (liquid crystal display) panel failure. It was also found that there were scratches on the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no longer a display on the high definition lcd monitor. This occurred during a diagnostic procedure which was completed without the sub-monitor. There was no report of patient harm.

Event description:
Information obtained identifies the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial report within information inadvertently left off (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "lcd is out of view" occurred due to the failure of the lcd panel. Olympus will continue to monitor field performance for this device.